Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was successfully deployed in the annulus. Mild to moderate paravalvular leak (pvl) was identified, and required a post-implant balloon aortic valvuloplasty (bav). As the balloon was deflated, the balloon was pulled and dislodged the valve into the ascending aorta. A second transcatheter bioprosthetic valve was implanted in the annular position and resulted in mild pvl. No adverse patient effects were reported.